Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that when the user hydrated the roadrunner wire, they were unable to remove it from the holder as it was too slippery. The wire was destroyed/damaged after removal with tweezers. There was no reported impact to the patient as a result of the product issue. It was further discovered that the distal coil within the polymer jacket has separated from the solder connection, resulting in material elongation.